Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming with an error indicating that the cassette was not properly inserted. It was reported the patient was feeling sick and realized her pump had not alerted her that it was no longer infusing. Per reporter the end user mixed up another cassette and was able to continue infusing using a different pump. Drug name and strength: remodulin 1.5mg/ml, dose or amount: 71ng/kg/min, frequency: continuous, route: IV. Pah. No additional information is available at this time.